Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26dec2019.

Event description:
The customer reported an air source fault. The device was in clinical use at the time of the reported event; however, there was no harm to the patient or user. Philips field service engineer (fse) confirmed the reported issue of the air source fault at start up. Blower does not spin at power on. Unit does not cycle breaths. The fse replaced the blower to correct, unit cycles normally, no other problems found. Extended self test and performance assurance test passed, unit is ready for clinical use. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. Failure analysis on the returned moog blower shows that the customer returned moog blower assembly was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.